Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulsed field ablation (pfa) procedure. Reportedly, after deployment of two prostyle devices, the whole sutures came out of the anatomy. It was suspected the devices were deployed in the tissue tract. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 13f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report number.